Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of over 800 mg/dl. The customer¿s current blood glucose was 189 mg/dl. The customer had symptoms like nausea and vomiting and dehydrated. The customer treated with manual injections. The customer blood glucose was 167 mg/dl when her husband was asked. Customer was wearing the insulin pump at time of hospitalization. The troubleshoot was done for no delivery alarm and the event was resolved by complete set change. The insulin pump will not be returned for analysis.